Manufacturer narrative:
Block b3: exact date unknown, event occurred a while ago.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned. No further information could be obtained.